Manufacturer narrative:
(B)(4) are from the same customer for the same issue. (B)(4) is the primary IV set. (B)(4) is the attached secondary IV set. The manufacturer suspect the issue is within the primary IV set, which may have a back check valve issue. The returned IV sets have been sent to the contract supplier for investigation on 09/12/2016. The manufacturer is still waiting for the results.

Event description:
The customer is consistently getting 4-5 sets per box that are free flowing at the secondary connection. They think it's a problem with the upper y-site on the primary set, but it might be something with the secondary set. There was no patient injury or harm involved in this case.

Manufacturer narrative:
Zyno medical has received the investigation report from the contract supplier on 05/01/2017. The back-flow issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00034).